Event description:
It was reported that a patient presented with far p wave oversensing on the right ventricular (rv) lead resulting in inappropriate therapy. X-ray was performed and revealed that the rv lead had dislodged and picking up atrial activity. The physician elected to explant and replace the rv lead. The patient condition was stable.